Manufacturer narrative:
Patient information was requested, but no response received.

Event description:
The customer reported that the ventilator shut down while in use on patient with da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed error code. The customer reported there was no patient involvement.